Event description:
A report was received that the patient's ipg was explanted due to infection at the pocket site. The site was red and the wound had opened up and there was pus. Patient was given oral and IV antibiotics. Patient is overweight and the physician believes that this contributed to the infection as well as wound neglect. The patient is doing well following the explant of the ipg.

Manufacturer narrative:
The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.